Event description:
Note: the procedure date and date of event are unknown. It was reported to boston scientific corporation in 2008, that an rx needleknife was used during an endoscopic retrograde cholangiopancreatography procedure in an adult patient (age, gender, and weight unknown). According to the complainant, the blade would not come out after a couple passes through the scope. It came out initially (twice), the third time it would not come out. The procedure was completed with a second rx needleknife device. There were no patient complications reported as a result of this event, and the patient's condition was reported as "fine". Following the procedure.

Manufacturer narrative:
Functional evaluation of the returned device revealed that the needle could be extended and retracted as intended. The complaint could not be confirmed. Visual examination of the device revealed that the cutting wire was blackened. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.